Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastic non-sterile 5ml luer-lok¿ tip syringe there was an issue with foreign matter. It was stated ¿there is a brown deposit on the luer lock tip of the syringe. Foreign matter has been noticed during the preparation, before it was used on the patient.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one loose 5ml assembled syringe was received by bd and reported to be from batch #7153990 (p/n 301027). The sample was visually evaluated. The syringe was found to have light brown foreign matter particles embedded in the collar. The particles are larger than level 3 in size, which is a rejectable condition at bd. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Controls are in place that include first piece inspection and periodic in-process inspections for embedded foreign matter to ensure containment of defect and quality of the final product. Based on the evaluation performed the defect is verified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.